Event description:
Customer hospitalized due to low blood glucose. Patient stated he removed batteries from the pump and therefore, troubleshooting could not be performed. Md wants customer to get new pump.